Event description:
It was reported that during use, mega 40cc intra-aortic balloon (iab) malfunctioned. The device displayed alarm regarding gas leak in iab circuit. A new intra-aortic balloon was successfully used. There was patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) event site telephone: (B)(6). Gas loss in iab circuit: helium loss due to leak or diffusion. Alarm triggers if loss is greater than 5 cc per hour. Conditions: inflation 80 ms or greater. Deflation 250 ms or greater. Causes: 1. Leak or blood in catheter balloon tubing 2. Kinks or occlusions.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h11 corrected fields: d4 (lot #, UDI #), d10, h6 (type of investigation) revert the contents of section e1 (event site postal code) to blank. It was reported that during use, the mega 40cc intra aortic balloon (iab) malfunctioned, with the device generating an alarm indicating a gas leak in the iab circuit. The balloon was replaced, and a new intra aortic balloon was successfully used. A patient was involved in the event; however, no patient harm was reported. The indication for therapy was cardiogenic shock (cgs). The iab was inserted on (B)(6) 2026 and remained in use for approximately 30 minutes. Information regarding the initial attempt to remove the catheter and the exact time of therapy discontinuation is unavailable.